Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the clips fall out of the applier during endoscopic surgery. No pt injury reported or intervention reported.